Event description:
It was alleged that, "the pt underwent hip replacement surgery in 2005." It was further alleged that, "after implantation, the device became loose and caused pain and as a result, pt experienced irritation and discomfort in her hip, necessitating revision surgery in 2007."

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The devices are not available due to the ongoing litigation.